Event description:
It was reported that during a varix procedure, the clips would not advance. At the end of the procedure, the instrument blocked. No more clips were delivered. Finished with manual sutures. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.